Manufacturer narrative:
G4: 13mar2020 b4: (B)(6)2020. Information was received that confirms the touch screen was functioning. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. The device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Therefore, based on the information provided, the incident is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of event: 25feb2020.

Event description:
The customer reported nav ring failure. It is unknown if it was changing vent delivery, and not accepting a value without input. There was no patient involvement.